Manufacturer narrative:
The reported device has been returned to conmed; however, the investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Investigation has begun, but is not yet complete.

Event description:
A sales representative reported on behalf of a customer that the ias8-120lp, airseal 8/120mm port device was being used during a lower anterior resection procedure on (B)(6) 2024, and ¿we had an incident with our airseal trocar. We are using the 8mm as an assist port. When our pa brought in a rolled kittner, one of the leaflets came off into the patient. It was caught right away¿. Follow-up assessment found that all fragments were removed from the patient. The surgery was completed as normal with no delay and without the use of an alternate device. There was no injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: brand name has been corrected in section d.1. Manufacturer narrative: received one ias8-120lp in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the rubber seal is torn and there was a piece returned detached from the device. Root cause cannot be determined, however, based upon the IFU; a possible cause of this event could be inserting a sharp or large device through the cannula. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 39 reports, regarding 52 devices, for this device family and failure mode. During this same time frame 1,574,035 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. Per the instructions for use, the user is advised the following: if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Inspect the sound cap after use for physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the ias8-120lp, airseal 8/120mm port device was being used during a lower anterior resection procedure on 11jun24, and ¿we had an incident with our airseal trocar. We are using the 8mm as an assist port. When our pa brought in a rolled kittner, one of the leaflets came off into the patient. It was caught right away¿. Follow-up assessment found that all fragments were removed from the patient. The surgery was completed as normal with no delay and without the use of an alternate device. There was no injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.